Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic). The customer reported blood glucose value of 66 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was not using the auto mode/smartguard feature at the time of the event. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After multiple new batteries and battery caps the unit remained on blank display. Unit was unable to download due to blank display. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement and active current measurement, displacement test, rewind, prime/seating, basic occlusion, force sensor and occlusion test due to display anomaly. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unit also received with cracked belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case and missing display window/cover. In conclusion, the unit came in with blank display due to corroded electronic assemblies. Customers concern for cosmetic damages were confirmed when missing display window/cover was noted during visual inspection. However, unable to confirm patients' concern of low bgs due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.